Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 45 mg/dl when tests were performed a couple of minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.